Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and experienced diarrhea. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus haemolyticus and a white blood cell (wbc) count of 16,226/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. It was stated, due to the patient¿s advancing age, the patient has difficulty maintaining aseptic technique during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks, ip ceftazidime at 1000 mg daily for two weeks and intravenous ceftriaxone (unknown dose, frequency and duration). The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient experienced diarrhea on the day of discharge due to a response to antibiotics prescribed in the hospital. The patient had an otherwise uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, diarrhea and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge; however, the patient will transition to in-center hemodialysis as it was determined the patient can no longer safely undergo pd therapy autonomously.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique or ¿touch contamination¿ is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by microorganisms that commonly colonize human skin and hands. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis and experienced diarrhea. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following symptoms of abdominal pain. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus haemolyticus and a white blood cell (wbc) count of 16,226/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. It was stated, due to the patient¿s advancing age, the patient has difficulty maintaining aseptic technique during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every three days for two weeks, ip ceftazidime at 1000 mg daily for two weeks and intravenous ceftriaxone (unknown dose, frequency and duration). The patient was able to undergo continuous ambulatory pd (capd) as capd was the preference for renal replacement therapy in the admitting facility. The patient experienced diarrhea on the day of discharge due to a response to antibiotics prescribed in the hospital. The patient had an otherwise uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s peritonitis, diarrhea and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued ccpd therapy on the same liberty select cycler at home post-discharge; however, the patient will transition to in-center hemodialysis as it was determined the patient can no longer safely undergo pd therapy autonomously.